Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had screen scratched up and difficult to read. The insulin pump received unexplained no delivery alarm and first occurrence change to set and sugar did not go down for 12 hours. Customer stated that self-test and displacement test was passed. Customer mentioned past event of infusion set site bleeding mentioned taking blood thinners. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.